Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 (mg/dl) a few weeks ago; however, customer could not provide the exact event date. Reportedly, customer believed that the low bg level was due to stress and not eating normally. Customer consumed 3 tablespoons of honey to treat the bg level. Recommendation was made to consult with health care provider to discuss diabetes management.